Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was an unspecified etco2 port issue. There is no report of patient involvement.

Manufacturer narrative:
.